Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of microintroducer sheath tear is confirmed; however, the exact cause is unknown. One photograph of a microintroducer sheath was returned for evaluation. Visual observation of the photograph shows an upper and lower photograph. Visual observation of the upper photograph shows a microintroducer with a groshong PICC inside. No damage can be observed from the upper photograph. A visual observation of the lower photograph shows small tears in the distal tip of the microintroducer sheath tip. The microintroducer is observed to be placed over a guidewire. No other damage can be observed in the lower photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, vascular sheath tear; cannot be used. No other information was provided.